Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that the snappy was not working on the fresenius 2008t hemodialysis (hd) machine. Upon troubleshooting the issue, the biomed reported that the ui/mics board had a burn mark. The biomed stated that they did not observe any melting, spark, flame, arcing, or any other visible heat or electrical damage related to the burn mark on the ui/mics board; however, did state that there was a burning smell and visible smoke. The biomed confirmed that no fire alarms were triggered from the smoke. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine has approximately 350 hours and the ui/mics board was the original fresenius part on the machine. The biomed replaced the ui/mics board, which resolved the issue. The unit was returned to service at the user facility without reoccurrence of the event. The ui/mics board was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.